Event description:
The customer reported the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. Review of the device diagnostic log history indicated a 24/+-12v power fail occurrence followed by a restart occurrence during operation. When a 24/12 volt failure of the ventilator occurs during use and results in a restart of the ventilator, an audible alarm will activate. The MFR service tech replaced the power supply to address the reported problem. Applicable final testing was completed and tests passed per operating specs.